Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing which led to inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and found that the cross-talk occurred after atrial sensing as no blanking period was programmed for the right ventricular (rv) channel after atrial sensing. Ts recommended device reprogramming for this patient. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing which led to inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and found that the cross-talk occurred after atrial sensing as no blanking period was programmed for the right ventricular (rv) channel after atrial sensing. Ts recommended device reprogramming for this patient. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that after device sensitivity adjustments, this patient continued to receive inappropriate atp. Additionally, the patient experienced a syncopal episode. Review of the stored electrograms (egms) did not demonstrate pacing inhibition; however, ts was unable to definitively confirm whether pacing inhibition had occurred. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this device was explanted and successfully replaced. No adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing which led to inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and found that the cross-talk occurred after atrial sensing as no blanking period was programmed for the right ventricular (rv) channel after atrial sensing. Ts recommended device reprogramming for this patient. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that after device sensitivity adjustments, this patient continued to receive inappropriate atp. Additionally, the patient experienced a syncopal episode. Review of the stored electrograms (egms) did not demonstrate pacing inhibition; however, ts was unable to definitively confirm whether pacing inhibition had occurred. No additional adverse patient effects were reported. This ICD remains in service.